Manufacturer narrative:
Analysis of the pump found during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2019 when a complete replacement occurred. It was reported the physician wanted the pump tested and the pump was replaced. There we no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient's weight and medical history were asked and unknown (would not be made available (legal/confidential reason)). The return paperwork for the pump indicated they were not aware of a complaint associated with the product. No further complications were reported/anticipated.